Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the sicu (surgical intensive care unit), the md inserted the sheath (insertion site unk). When inserting the intra-aortic balloon (iab), the md found it difficult to pass the iab through the sheath. The md removed the iab from the sheath and inserted another iab successfully. There was no reported pt death or injury. There were no reported pt complications. The outcome of the pt is fine.